Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to work. Procedure was completed using same like device. Clips were not forming correctly. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).